Event description:
Customer states unit was in use on a patient and shut off, unknown if alarms activated, removed unit from patient without further incident and no patient harm reported, nurse call system or secondary alarm was not connected at time of event, unit is in biomed and powers on normally with both led's illuminated on front panel, no error codes noted in event log. Investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was unknown if alarms activated. The nurse call system or secondary alarm was not connected at the time of the event. No error codes were noted in the vent log. The customer requested repair and a field service engineer (fse) later went onsite and completed the repair and replaced the power management (pm) printed circuit board assembly (pcba). The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.